Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) began running on battery an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer declined service from the field service engineer (fse). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the alleged psc began running on battery cannot be determined based on the information provided and phone support details. The customer declined service from the fse. The phone support details did not reveal any issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple proctectomy surgical procedure, the customer informed the technical support engineer (tse) that in the middle of a case the patient side cart (psc) began running on battery. The tse had the customer check the breaker switch on the psc and found it in the up position. The tse then recommended swapping the power cord to a new outlet, but the issue didn¿t change. The tse advised the psc will shut off after running on battery in the near future. The customer stated that they were going to try to identify a known good outlet and move the psc power cord. The customer didn¿t wish to stay on the call any longer. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed robotically on battery power. There was not much more of the procedure to finish once the message was on the screen. The surgeon continued on battery power and the system did not shut down. The system was plugged in the approved outlet. The robotic coordinator plugged his cell phone in and it was charging. But the system was not charging in the outlet they switched to a different outlet and the system was plugged in the whole time, but the system was not charging.